Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms and atypical power cable disconnect alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted ((B)(4)) and downloaded (ac061210) for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott. Intermittent atypical power cable disconnect alarms coincident with rsoc invalid faults on the black cable were active throughout the log file. These alarms cleared shortly after activating and occurred on both battery power and the mobile power unit. Intermittent atypical low voltage alarms were active throughout the log file. These alarms occurred while connected to both battery power and the mobile power unit. These alarms coincided with fluctuating rsoc voltage readings on the black power cable, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2021 at 11:59:00 for a system controller exchange. There were no other notable alarms active in the log file. The controller was functionally tested and was able to support pump operation as intended without any alarms activating. However, the controller failed a few steps of testing due to raised resistances in the power cables. The system controller was further investigated and was connected to a mock loop and test lab equipment. The power cables of the controller were manipulated by hand to no effect. The alarms were unable to be reproduced. The controller then underwent a continuity and insulation test. The black cable failed insulation testing due to a damaged orange wire. This wire is not used in the black power cable; however, damage to this wire will cause the cable to fail insulation testing. Both cable¿s underlying wires exhibited high resistances. The most notable of which was the brown (rsoc) wire in the black power cable that measured at 13.7ohms. A high resistance on the brown wire can cause low voltage and power cable disconnect alarms to activate when connected to the mobile power unit or partially depleted batteries. During the investigation there was an incidental finding of fluid ingress in the black power cable at the same location of the kink. Multiple good faith efforts were sent regarding product return, and the resolution of the alarms. To date, no response has been received. The root cause of the reported event was unable to be conclusively determined during this investigation; however, the observed wire fatigue may have contributed to the reported alarms. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnects and low voltage alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07104. It was reported that the patient's log files were sent to technical services to review due to low voltage hazard alarms occurring while the patient was on battery power or the mobile power unit (mpu). The clinician checked the patient's clips and mpu using a demo pump. Technical services found multiple power cable disconnect alarms, along with low power advisories and low power hazards while connected to the mpu as well as a few occurrences when connected to batteries. A power cable disconnect alarm occurred on (B)(6) 2021 at 11:01 am while on the patient cable and power module, which indicated an issue with the system controller connects and/or controller leads. There was no interruption to pump support during these events. It was recommended that the patient's system controller be exchanged. Upon further inspection, the patient's black and white cables were found to have a slight kink proximal to the system controller. All other cables and power cords were free of damage. The batteries were also checked and none required re-calibration and were all fully charged. The clips were cleaned and intact. Their system controller was also already updated to the 2.0 software.

Manufacturer narrative:
No additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.